Event description:
The user reported that during a blood infusion, they noticed a leak at the tubing joint on top of the drip chamber. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B) (4). (B) (4).